Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo explant procedure.

Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo explant procedure.

Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo explant procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient had inadequate stimulation and wanted the device explanted and that the physician wanted the patient to have magnetic resonance imaging. This was the reason why the patient was explanted and not due to pocket pain. No device malfunction suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.